Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was unable to sense p waves or capture at maximum output. The ra lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.